Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device¿s output power was measured below the specified range. Therefore, the reported condition was confirmed. The assignable root cause was due to improper cleaning and maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction intra fixation (orif) surgical procedure on a big bone, it was observed that the compact air drive device was noisy and suddenly jammed. It was further reported that the device worked intermittently and sometimes the device acted like it had no power. All air installations and air pressure was checked and no issues where found. The reporter did not know how long the delay to the procedure was but it occurred after an hour of the procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.